Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine follow up, it was noted that the left ventricular lead exhibited loss of capture due to dislodgement. The lead was capped and replaced.